Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the tip on the safe-t-j exchange fixed core wire guide unraveled when the wire was pulled back from within the needle on two separate occasions. The needle and wire had to be removed, and another puncture was performed using a different wire for the angioplasty in the patient's left leg. The product problem did not result in any reported serious injuries to the patient.